Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with scoliosis revision spine surgery. Levels implanted was t7-pelvis. Event occurred intra-op. It was reported that the tip of the driver broke while tightening domino. No device fragments left in patient. The rod cutter was dull. Difficulty cutting the rod. No patient symptoms reported. Devices are being returned. No further complications reported. Therapy or procedure used was scoliosis spine surgery.

Manufacturer narrative:
H3: product analysis #(B)(4):815-517 lot# sw11d5751 visual and optical examination identified it appears that part of the driver's tip has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. The driver appears to have been heat treated correctly. Gch item # 10 feature or dimension: hardness specification location: 815-517 note 3 measurement method: wilson hardness tester gage# 00944 tech. Date: dh (B)(6) 2021 measurement results: 51 hrc pass / fail pass medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider via manufacturing representative regarding patient with scoliosis revision spine surgery. Levels implanted was t7-pelvis. Event occurred intra-op. It was reported that the tip of the driver broke while tightening domino. No device fragments left in patient. The rod cutter was dull. Difficulty cutting the rod. No patient symptoms reported. Devices are being returned. No further complications reported. Update: therapy or procedure used was scoliosis spine surgery.